Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint regarding a burnt tip was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was not any damage out of the ordinary. All details about the arcing event were unknown. This includes whether damage occurred, if arcing was observed, where it originated or grounded, what task was being performed, what other instruments were used, any instrument contact (with tools, tissue, or materials), and the suspected cause. The probable root cause of thermal damage can be attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have burnt tips. There was no report of patient involvement or patient injury.